Manufacturer narrative:
The age range of patients was 18-76, the average age was 51.6. Sixty-two (62) patients were male, 41 were female. The specific upn and lot were not reported; however, it was reported that they were cold axios stents. The manufacture and expiration dates are unknown. (B)(4). Literature source: presentation at digestive disease week (ddw) 2016. "Comparing the efficacy and complication rates of eus-guided drainage of peri-pancreatic fluid collections using lumen-apposing covered self-expanding metal stents and double pigtail stents" the devices have not been received for analysis; therefore failure analysis of the complaint devices could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that multiple events using cold axios stents occurred and were analyzed for a presentation at digestive disease week (ddw) 2016 entitled "comparing the efficacy and complication rates of eus-guided drainage of peri-pancreatic fluid collections using lumen-apposing covered self-expanding metal stents and double pigtail stents." This report pertains to 9 events (4 events of bleeding, 5 events of stent occlusion). The complainant provided an abstract of the presentation which reported that 103 patients were retrospectively analyzed after implantation of a stent to treat symptomatic peripancreatic fluid collections (ppfc). The stents were implanted via endoscopic ultrasound guided at a single tertiary care center between 2008 and 2015. Eighty-four (84) of the patients were treated using a double pigtail stent (manufacturer unknown), and 19 were treated using a cold axios stent. Mean ppfc diameter was 103.8 mm in the patients implanted with an axios stent. Nine (9) of the patients treated with a cold axios stent had been diagnosed with pancreatic walled off necrosis (wopn). Four of the patients implanted with an axios experienced bleeding complications: 1 splenic artery pseudoaneurysm, 2 collateral vessel bleeds, and 1 intracavitary variceal bleed). Five of the patients implanted with an axios that had a wopn underwent unplanned repeat endoscopy to address obstruction of the stent by necrotic debris, and 4 of these patients had a double pigtail stent (manufacturer unknown) implanted within the axios stent to maintain patency of the lumen. In axios patients for whom follow-up was available, 16 of 17 had resolution of the ppfc within 6 months. Boston scientific has been unable obtain additional information regarding the circumstances surrounding these events to date. Should additional relevant details become available a supplemental report will be submitted.